Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a battery/power issue with an automated impella controller. There was no reported patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. Console logs show that ic9401 was not used on the reported day of event (2025-06-11) however prior data shows that support with pump 570550 started around 9pm on (B)(6) 2025, with few battery low alarms (#23, battery level 50%), multiple suction alarms, placement signal low alarms, and high number of psnr events (but no alarms). There was also a pump stop (impella stopped due to motor current high), which self-resolved within 2 seconds and did not repeat. Case ended on (B)(6) 2025. Data logs from the console are consistent with transport between approximately 03:48 and 05:25 on (B)(6) 2025. Values of battery remaining capacity and relative state of charge are consistent with ac disconnections and reconnections as expected during transport, and meet criteria for battery level low alarm, as console was not plugged into ac during transport and batteries were being discharged. After reconnecting to ac for the first time after arrival, battery did not charge enough, therefore when disconnected, the alarm recurred. A spike in pump motor current prior to pump stop is consistent with biomaterial ingestion. Inspection of the console revealed broken corner of the rear housing of the aic, but also compromised backstrap cable (usb wire insulation cut by edge of rlm pcb). No defects of the ac cord were observed. Console had been tested with regards to any possible ac power interruptions, but no anomalies were found, and device operated within specification. Aic - a/c power issues: the cause of the issue was not determined since issue could not be reproduced. Aic - damage before therapy: the cause of the issue was most likely use related. Failure mode added based on investigation findings. Aic - pump stop: the cause of the issue was not determined since product (pump) was not returned, and issue was not reproduced during console testing. Failure mode added based on investigation findings.